Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during a clinical study, a serious adverse event occurred: patient embolus. The as reported event of patient embolus is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Also based upon medical review, the harms observed in these complaints are anticipated in nature as per the device risk assessment and does not require escalation to senior management. There was no indication of device malfunction or failure, therefore an assignable cause of anticipated procedural complication, will be assigned to the reported events.

Event description:
It was reported during the second treatment strategy from a thrombectomy procedure on the (B)(6) 2021, the patient suffered from an embolus in a new territory. Endovascular treatment was required and the event resolved with clinical sequalae on (B)(6) 2021. It was reported the adverse event was related to the stroke (disease under study), the thrombectomy procedure and the second treatment strategy. No further information is available.

Manufacturer narrative:
H3 other text: the device is not available to the manufacturer.

Event description:
It was reported during the second treatment strategy from a thrombectomy procedure on (B)(6) 2021, the patient suffered from an embolus in a new territory. Endovascular treatment was required and the event resolved with clinical sequalae on (B)(6) 2021. It was reported the adverse event was related to the stroke (disease under study), the thrombectomy procedure and the second treatment strategy. No further information is available.